Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis is unknown. The patient was not hospitalized for this event. Action taken with therapy was not reported. Treatment was not reported for this event. At the time of this report, it is unknown what the patient outcome is. No additional information is available. This is report 3 of 3.